Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the electrode belt's trunk cable knit lines being bent, causing the belt to not fit securely on the monitor. The electrode belt was unable to complete essential performance testing. The root cause for the bent knit lines was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.